Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage is unknown. Explanted date: unknown if the device has been explanted yet. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with the a twelve-hole matrixmandible plate on (B)(6) 2018, as a revision to a prior broken four-hole matrixmandible plate. The twelve-hole matrixmandible plate also broke postoperatively on an unknown date. An x-ray taken on (B)(6) 2018 revealed the broken plate. The revision surgery schedule is still unknown. The patient consequences are unknown. This report addresses second revision surgery due to postoperative broken plate. The first revision surgery due to broken plate has been reported under linked complaint (B)(4). This report is for one (1) ti matrixmandible 12 hole adaption plate. This is report 1 of 1 for complaint (B)(4).